Event description:
Customer stated, "saw a burn mark on cord and part of pad". The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the butterfly. The cut occurred because the customer was wrapping the cord around the product during storage. The customer was tri-folding the pad and then wrapping the cord around the pad for storage. This lead to tension at the butterfly which developed into a cut. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The investigator determined that the customer was also misusing the pad by folding and laying on the pad during use. The product was also returned with cuts in the canvas. IFU states, "carefully examine before each use. Discard unit if it shows signs of deterioration."